Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had m error alarm. Customer reported that they received motor error alarm. Customer reported the drive support cap was normal. Customer did not receive motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer reported that the displacement test and manual prime were successful and motor alarm did not recur. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.